Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair. The device has not been in before for repair related to the customer stated problem of pressure alert. The device was in good condition with no physical damage found on the pump. Functional test found the downstream occlusion (dso) sensor was not activating in specification. To correct the primary problem, the pump needed to be calibrated.

Event description:
It was reported that the problem is "pressure alert ". The event occurred during the preparation/prefill process of the pump. There was unknown patient involvement.